Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reset the pump with assistance from technical support, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.